Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was suspecting that device is not working. Boston scientific technical services (ts) recommended to health care professional (hcp) to used equipment to send transmission but was not able to do so. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.